Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause of impedance issues was not determined. Patient stated he had a fall a while ago but exact date is unknown. A revision/replacement how not yet been scheduled. Patient is being referred to a surgeon for consultation and surgery will be scheduled. Date are unknown at this time. The plan to is replace both the lead and ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was in overdischarge, the patient was unable to charge the ins normally and the patient had not used or charged the ins for greater than 6 weeks prior to the report. The rep interrogated the ins and was unable to obtain coupling. The patient performed 2 60-minute trickle charges and recharged the ins but the ins was unable to hold a recharge for longer than 10 minutes. The rep did an impedance check which initially revealed that electrodes #2 and #5 were at <(><<)> 50, and electrode #2 was active in all groups. The rep reprogrammed and deactivated electrode #2 in all groups; the patient was still able to get good coverage without its use. The rep said they finished the 5-10 minute reprogramming session and switched to the patient programmer but the ins was showing dead again. The rep re-interrogated the with the physician programmer and the ins was dead. The rep placed the patient back on the recharger for 15 minutes which then showed the battery was at >25%. The rep interrogated the ins again and performed second impedance check with revealed > 20,000 on electrodes #2 <(>&<)> #5. When the rep had finished with the physician programmer the ins quickly depleted again. It was noted that the issue was not resolved at the time of the report. The patient was referred to the surgeon for replacement of the paddle lead and ins; surgical intervention had been planned but was not yet scheduled. No further co mplications were reported/anticipated.